Event description:
It was reported that a malfunction occurred on the pump with the displayed malfunction code as malf 0. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.